Event description:
The device result was 433mg/dl and a repeat result was 131mg/dl. No actions were taken and no treatment was provided.the device was replaced and requested to be returned for evaluation.